Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The product was returned for evaluation and the reported was event was confirmed. Product inspection shows that the instrument is broken below the upper part of the advantage inserter handle. The review of the device manufacturing quality record indicates that 22 products avantage straight inserter handle, reference 110028576, batch 207290 were manufactured on 14 march 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. The review of the raw material certificate indicates that the products were manufactured according to the specification. No other complaint on the issue has been recorded for avantage straight inserter handle, reference 110028576, batch 207290 within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after positioning and impacting the cup in the patient, during the beating on the head of the handle, the device broke. The event did not any impact on the patient and on the surgery, because the cup had been already positioned and the handle was removed. The surgery was successfully concluded. No adverse event has been reported as result of the malfunction.